Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was identified. The cylinders and the pump were removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was identified. The cylinders and the pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was visually inspected, and leak tested. Visual inspection identified a tear from a sharp instrument in the proximal end of its body which leaked air. In addition, there was wear at a fold and needle track/tool damage on the front tip. The cylinder did not pass the leakage test due to a small tear at the proximal end of its body. The pump was visually inspected, leak tested, and functionally tested. No damage or abnormalities were noted, no leaks were identified in the pump. Based on the information available and analysis results, the reported clinical observation of a hole in the right cylinder could not be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.